Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of 180 units and remained static. Reportedly, the cartridge was filled with 200 units of insulin. There was no adverse impact to the customer¿s blood glucose level due to the reported issue. Reportedly, when the insulin volume in the cartridge reached the displayed fill estimate value, insulin gauge began to decrease as expected.